Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated their carbohydrates when delivering a meal bolus. The customer reported a blood glucose (bg) level of 62 (mg/dl). Orange juice was consumed to address bg levels. System check with tandem technical support showed that the pump appeared to be working as expected. The customer's bg level had increased to 120 (mg/dl) at the time the event was reported.